Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began on (B)(6) 2012 at 2:00pm. The patient stated that he manages his diabetes with the insulin pump and on the same day, between 3:30pm and 4:00pm, took his usual dosage of medications (unknown type and dosage) in response to the reported issue. Three days after the alleged issue occurred, the patient claimed to have developed symptoms of "headaches, sweats and nausea" but denied receiving any treatment in response to these symptoms. During the troubleshooting, the cca noted that there was evidence of misuse; the meter got wet. Replacement products were sent to the patient. Although, the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because, the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.